Event description:
Customer was admitted to hosp for high blood glucose. Customer found bent cannula when infusion set was removed from body. Customer never called to report bent cannula. Customer also complained that tubing was kinked by his beltline earlier today and his blood glucose became elevated. Customer was concerned that he had not received any alarm. Explained back-pressure and ran high pressure test on pump. Pump passed. Customer does monitor for ketones.